Manufacturer narrative:
Product event summary: the pscc100 of lot number 0012637889 was returned and analyzed. The visual inspection was carried out. The catheter pscc100 of lot number 0012637889 appeared intact without any visible issues and the catheter was received with a guidewire threaded through it. Slide function is stuck, and the shape of the capture device is unremarkable with no atypical features. Catheter to a test catheter interface cable (cic) connection evaluation was carried out. The catheter was connected to a test cic without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms was carried out. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. However, the slide control mechanism was stiff, limiting its full range of motion. Catheter identification and ablation testing was carried out. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. The x-ray imaging revealed that there were entangled wires in the shaft near the dual lumen area. In conclusion, the catheter failed the return product inspection due to entangled wires in the shaft near the dual lumen area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
'It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, the catheter was prepped and deployed into the left atrium successfully, completing a 4 vein pulmonary vein isolation (pvi) without notable issues. The catheter was recaptured into the flexcath contour sheath appropriately. However, during the post mapping process, difficulty was encountered when attempting to re-capture the catheter array with the blue capture device; the slider was described as "stuck" and "unwilling to move smoothly." Despite this, the post map showed a successful ablation, and no touch-up was needed. No further troubleshooting was attempted for the slider issue. The procedure was completed. No patient complications have been reported as a result of this event.'